Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been manually reprocessed using peracetic acid. The device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for micrococcaceae (4 cfu/endoscope). The testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was evaluated at olympus repair center. Olympus repair center could not confirm the malfunction of the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate; the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] air/water channel: kocuria rhizophila (5cfu / 100ml) and champignons (3cfu / 100ml) . [Second time; (B)(6) 2021] instrument channel and suction channel: champignons (2cfu / 100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.